Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition of an f-4 alarm was not verified. However, an f-38 alarm was identified during the review of the alarm log. This alarm is related to an f-4 alarm. The cause of the condition was force sensing resistors that were out of specifications. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an f-4 alarm. This occurred prior to use, so there was no patient involvement. No additional information is available.